Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucagon and drank juice. The customer reported a blood glucose value of 300 mg/dl. The customer reports receiving a calibration not accepted alert. The sensor was not securely taped to the skin and was not still in place. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose was¿ 68 mg/dl, and the blood glucose value was 328 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 260 mg/dl. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The event involved product(s) mmt-1884, mmt-242a, mmt-332a, and mmt-7040a. Troubleshooting was performed for the change sensor and high blood glucose, and the customer was advised to monitor the product. Troubleshooting was performed and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. The customer is on day 1 of sensor wear. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that she had low sensor glucose. Customer did not say she had a low blood glucose value. She treated the sensor glucose by drinking juice and using glucagon. Then, she had a high blood glucose value of 300mg/dl, which was what she was reporting. Customer also reported having calibration not accepted alert and sensor glucose of 68mg/dl versus blood glucose of 328mg/dl. There was no change sensor alert. No treatment was mentioned for the high. Customer declined troubleshooting for the high. Helpline troubleshooted the calibration not accepted issue and told user to continue sensing, monitoring. Customer declined further troubleshooting of the sensor glucose versus blood glucose issue. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.